Event description:
It was reported that the patient noted an insulin odor localized to the ilet connector piece, with no insulin leakage observed from the cartridge and no alarms reported; the patient disconnected tubing, performed a rewind to inspect the cartridge, declined a full supply change, and replaced only the connector, after which insulin delivery was resumed and blood glucose remained unaffected. Customer care provided support that included guided troubleshooting and recommendation for a full supply change. Investigation of this case revealed an odor consistent with suspected connector piece leakage without observable fluid loss, resolved by replacing the connector component. Symptoms included no reported clinical effects. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-level corrective action sufficient to address a suspected connector component issue without evidence of device malfunction.